Event description:
It was reported that during a ptca procedure, a perforation was noted. The patient experienced tamponade. It was also reported that the patient had received rheopro. Patient status is unknown.